Event description:
A malfunction alarm was reported, identified as malf 0, with no notable events occurring prior. The customer's blood glucose level did not exceed 500 mg/dl and remained unaffected by the malfunction. The technical support team provided information on how to reset the pump and assisted the customer with the process. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.